Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. A patient using the transray plus device is experiencing frequent body movements, which are causing the intra-aortic balloon (iab) catheter to shift position. The catheter appears to be moving centrally toward the aortic arch rather than peripherally. The patient continued to secure the catheter using a single naht stitch along with a statlock device. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during intra-aortic balloon (iab) therapy that a patient using (B)(6) experienced frequent body movements, which caused the iab catheter to shift position. The patient reported that the catheter felt as though it was being pushed toward the arch, resulting in more central displacement rather than toward the periphery. Upon further inquiry, the patient stated that they were securing the catheter with a single naht stitch in addition to the statlock. They requested recommendations on alternative or improved methods of securing the catheter in cases involving frequent patient movement. No harm reported.